Manufacturer narrative:
The failure mode was confirmed based on the returned device. Some potential root causes of anchor breakage/damage are insufficient anchor design, insufficient tip design, extremely hard bone, manufacturing error, and user error. Each potential root cause has been evaluated below: the damage of the returned device indicates that user error is a potential cause for the broken anchor. The bent inserter forks indicate that the inserter may have been disengaged from the anchor and in an attempt to re-engage the inserter into the anchor the inserter forks bent and an impact on the inserter would damage the anchor. In addition it is possible that the reelx anchor was inserted at an angle and impacted at an angle which could also cause anchor failure. Finally if a pilot hole was not used it is possible that the anchor may break if the patients bone is harder than normal. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit broke during surgery.

Event description:
It was reported that the unit broke during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.